Event description:
During an lsh procedure, the surgeon was completing amputation of the cervix when he noticed the jaws of the plasma trissector were in the open position with no ability to close them. The pivot piece appeared to be missing. During the examination of the surgical site, the pivot pin was found and removed from the patient.

Manufacturer narrative:
Device was received and the center pivot bushing head was fractured off. The center pivot rivet was still intact. The failure may have been caused by excessive force applied to the device with the jaws in the open position.